Event description:
Home patient (hp) reported leak in pt line of homechoice set used for apd therapy. Pt noted leak in dwell 1 of therapy, discontinued treatment and set up new supplies. The next day pt presented with abdominal pain and cloudy effluent. Hp was diagnosed with peritonitis and treated outpatient with ip antibiotics. Pt is responding to treatment.